Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming done. It was also reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was not returned by the facility.